Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoid resection. According to the reporter: after the surgeon closed instrument properly, checked and fired, he opened instrument and recognized that the staple line was not closed partially. Therefore surgeon changed from endoscopic to conventional open surgery. After re-resection of the incomplete staple line the closure was without complications reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.